Event description:
While performing bench repair/onsite service for the device, it was identified by an authorized support engineer that the device's capacitor is testing bellow spec and requires replacement. Upon evaluation of the device in bench repair, the cause was traced to a faulty capacitor assembly, and to correct the issue, engineer will replace the defective part. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor assembly. The defective part was confirmed replaced and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.